Manufacturer narrative:
Age of time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. After a non-bsc guidewire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the sheath and the procedure was completed with a coyote balloon catheter. No patient complications were reported.